Event description:
It was reported that the bladder of an unspecified elastomeric device ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and it was noted that the bladder had ruptured in the footing position which indicated that the bladder may have ruptured at the end of infusion. The reported condition was verified. The cause of the reported condition could not be determined; however, may be due to inherent variation in the material, as bladders are manufactured with rubber. Should additional relevant information become available, a supplemental report will be submitted.